Manufacturer narrative:
A ge rep evaluated the system, and placed parts on order for repair.

Event description:
It was reported that the system was intermittently performing uncommanded re-boots. No patient injury was reported.